Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026, that dr. (B)(6) stated a glidewell ht implant failed. On (B)(6) 2025, a 48-year-old, male patient presented for implant placement on tooth position #9. On (B)(6) 2026, at the second stage surgery, the patient presented with inflammation. During examination, the doctor determined the implant failed to osseointegrate. The reported device was explanted on (B)(6) 2026 and not replaced. The patient had no permanent patient injury and did not require any additional medical/surgical procedure. The patient's bone quality was reported as type IV, the oral hygiene as poor he has a history of periodontitis and bruxism.